Manufacturer narrative:
A philips field service engineer (fse) was dispatched for onsite service. The fse confirmed that the device could not measure spo2 and the probe required replacement. Product information for the spo2 sensor was requested, but the part ID and lot # was not provided. The probe was replaced and the device was operational after the repairs were completed.

Event description:
The customer reported that the low blood oxygen saturation reading is inaccurate. The device was in use on a patient at the time of the event. There was no adverse event.